Event description:
Litigation papers allege the patient has suffered from excessive levels of chromium and cobalt. Update: (B)(6) 2013 - medical device declaration was received stating dor. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2011 - asr supplemental information received; there is no new additional information that would affect the investigation. Update: medical records received (B)(6) 2013. Revision operative report indicates the following: cloudy, brown-stained fluid; brown fibrinous debris within the synovium as well as in the hollowed out back surface of the asr femoral head. Corrosion in the morse taper which was mild and did not deform or structurally compromise the taper; small osteolytic lesion. Adapter sleeve and femoral stem added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.